Event description:
It was reported that the patient's device has prematurely depleted, as it is already showing ifi = yes and the device was implanted less than two years ago. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected.

Event description:
New information was received that the patient was scheduled for surgery, and a generator replacement surgery has occurred. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The generator has been received by the manufacturer. Analysis is underway but has not been completed to date.

Event description:
The generator underwent product analysis and information was downloaded from the pulse generator. The ¿as-received¿ battery voltage was lower than typically observed for the noted consumption value. The pulse generator was opened. A visual assessment on the pcba (printed circuit board assembly), showed contaminates on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. System diagnostics and a final electrical test could not be performed as pulsedisabled and eos (end of service) warnings were set. The pcba was subjected to a postburn electrical test where it failed several of the electrical tests. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Suspecting that the high current consumption was the source for the pcba to abort during the postburn electrical test, fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed, and passed all electrical tests. Remaining residual material on the pcba edge during the manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the lower than typically observed battery voltage for the noted consumption value.